Manufacturer narrative:
Product analysis conclusions: the reported stent deformation and occlusion were confirmed on the films provided; however, the cause of the events could not be determined from the limited images available. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy and post-implant cts were not available for a more thorough evaluation of the stent graft in vivo configuration. The deformation was likely a contributory factor in the reported occlusion. Other possible contributors to occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. The cause of the stent deformation could not be determined. One images of the device handle was received. The handle label confirmed the stent graft size as matching that reported. The reported deformation in-vivo could not be confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant bifurcate stent graft was implanted during the endovascular procedure of a 60mm aaa. It was reported that during the index procedure, when deploying the bifurcate the long limb of the bifurcate stent graft kinked and did not fully open. Thrombus had to be aspirated in the limb to maintain blood supply to the lower limbs as blood flow could not pass through. There were no anatomical considerations that could have contributed to the stent graft kink. Per the physician the cause of the kinking and occlusion are undetermined. No additional clinical sequalae were provided and the patient will be monitored.